Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn, with a piece torn off and missing. There was dried surgical residue on the lens surface. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and the lens went into the eye upside down. The lens was removed during the same surgery with no patient injury. The backup lens was implanted. The reporter stated the cause of the event was the technician loaded the lens into the cartridge upside down - was due to a loading error.

Manufacturer narrative:
(B)(4).